Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample was not returned for evaluation. Twenty retained samples were taken at random and each used to draw 10 tubes with synthetic blood. No leakage into the holders was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5306510. Without a customer sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had blood leakage into the holder after 5 tubes were sampled. No injury or medical intervention reported.